Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a delivery anomaly with the insulin pump. Customer stated the insulin pump was calculating more insulin than it should be. Customer reported an estimation of 5 units of insulin for a blood glucose of 270 mg/dl. It was also found the insulin pump estimated 3 units of insulin for a blood glucose of 275 mg/dl in another event. Customer believed the insulin pump malfunctioned. Customer's blood glucose was unknown. The customer declined to return the insulin pump for analysis.